Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five years and six months following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), the valve developed insufficiency secondary to chronic pulmonary hypertension. Subsequently, a second tpbv was successfully implanted valve-in-valve. No adverse patient effects were reported.